Event description:
The pt reported she has heating at the ipg pocket site only when the ipg is turned on. The pt stated the area felt warm to the touch, and was not related to charging the ipg. The pt reported she was working with her physician and the physician felt it might be caused by a nerve irritation. Follow up with the pt identified she had fallen over a year ago on the ipg site. The sjm rep met with the pt, and it was reported the issue had happened about 7 times since the fall. No anomalies were found with the system. There was no reported intervention at the time. On (B)(6) 2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history. Add'l recall #: 1627487-07262012-002-r.